Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure requiring aortic cannulation for cardiopulmonary bypass using an eopa 3d arterial cannula for mitral valve surgery, a hole was observed in the wire-wound portion of the first cannula and a small blood jet was seen from that area. The estimated patient blood loss was approximately 20 ml. The leak occurred after connection to the perfusion circuit, flow was initiated but the patient was not cross clamped yet. The first cannula was removed and replaced with an identical eopa 3d arterial cannula, and the same issue occurred. A hole and leak in the same region of the wire-wound portion, was observed with the second cannula. The estimated patient blood loss for the second cannula was less than 20 ml. The second cannula was also removed and replaced. A third cannula of a different size was then used to complete the procedure. The patient required three cannulation attempts, which delayed going onto cardiopulmonary bypass by approximately 10 minutes and increased procedure time. There was also an increased risk of complications associated with repeated cannulation. No additional fluid or blood transfusion was required. No clamps were placed on the wire-wound portion, the cannulae were not heated or cooled, and there was no obvious damage to the packaging or other portions of the cannulae. No patient complications have been reported as a result of this event.